Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited high out of range pacing impedance measurements when programmed to any vector with ring 4 configuration. The tip 1 to ring 4 was greater than 3000 ohms, tip 2 to ring 4 measured at 2300 ohms and tip 3 to ring 4 measured at 2000 ohms. There was appropriate capture when programmed to any of those configurations and all other sensing vectors had within range pacing impedance measurements. Boston scientific technical services (ts) confirmed that the cardiac resynchronization therapy defibrillator (crt-d) was in the pocket and not in unipolar configuration. Connection was verified by noting that the terminal pin was past the connector block and the setscrew was tightened fully. Ts discussed that it could be scarring or a tissue interface issue in a particular area. The field representative noted the patient did not have tortuous anatomy and the physician did not experience difficulty implanting the lv lead. Since there were other vectors that provided within range measurements, the lv lead would be programmed to one of those vectors. Ts suggested checking the ring 4 vector at a later time to see if the measurements change. The lv lead was implanted and no adverse patient effects were reported.